Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that the lead had dislodged. High capture threshold and high pacing lead impedance were observed during attempted lead repositioning. The lead was explanted and replaced.